Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system went unresponsive while in different stages of system use. The system was unresponsive at the login screen and during registration. The site ended up using a different navigation system to move forward with the procedure. There was a less than hour surgical delay and no impact on patient outcome.

Manufacturer narrative:
A1-a5) no patient information provided as the information was unknown at the time of report. H6) no parts have been returned to the manufacturer for analysis. Applicable codes: b17, c20, d15 multiple fdd/annex a codes were reported. A110201 was coded for the the system going unresponsive at different stages of use. A1102 was coded for the system going unresponsive during registration. A23 was coded for the system going unresponsive during login. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735762, software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) thinks the ssd or the computer failed because the system would freeze after registration. The touchscreen and mouse become unresponsive. The manufacturer representative (rep)performed the following troubleshooting: full reboot by powering down and unplugged from wall power, did visual inspection of system and cables to verify no damage, reseated touch screen cable from monitor as well as computer, reseated usb port connection on computer, verified all connections were seated properly on back of computer, and checked self-test and network configuration settings. The site did not have entry for electronic picture archiving and communication systems (pacs).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The rep thought this was a sinus case.

Manufacturer narrative:
H3) the ssd was returned for analysis. Functional testing determined that the ssd was functioning as designed. B01, c19, d14 apply a software analysis was initiated. Software analysis determined that a software anomaly caused the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information. It was confirmed that the procedure was a functional endoscopic sinus surgery (fess).

Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.